Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a low battery alert and a blank display shortly after. The customer also reported an unexpected restart alarm occurring after inserting a new battery. It was also found the buttons on the insulin pump was unresponsive to clear the unexpected restart alarm. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification. No unexpected alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.